Event description:
This ra lead was implanted on (B)(6) 2003. A call to technical services states that this lead presented low morphology. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), ky. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).